Manufacturer narrative:
The product was not available for return. Root cause could not be determined. Condition is addressed in the package insert. Part and lot identification necessary for review of device history records, and complaint history was not provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "prognostic factors in arthroplasty in the rheumatoid shoulder¿. The article identified three (3) revisions were performed due to acute rotator cuff rupture. There has been no further information provided and the patient outcome is unknown.